Event description:
A malfunction alarm was reported with the code "malf 1" and a fault ID 0x200c. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to return the malfunctioning pump and a replacement pump was sent with updated software. The customer, lacking a backup therapy, was instructed to consult their healthcare provider and acknowledged understanding of the steps needed upon receiving the replacement pump.